Manufacturer narrative:
The complaint that the needle is not retracting was confirmed and the cause was determined to be manufacturing related. Representative 22g insyte autoguard devices from lot 5252921 were provided for investigation. A functional test revealed that the safety mechanism on some devices could not be activated due to cured adhesive that was misplaced between the needle hub and safety mechanism, which prevented needle retraction. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle did not retract. Needle is not retracting after they pressed the button. Additional information 3/16/2026: there was no patient harm. I do not know the exact time of the incidents as I only process once the items have been returned by the customer.